Event description:
"Dr. (B)(6) was performing a lap chole when the 11x100mm trocar seal began to leak and they completed lost pneumoperitoneum (thus visualization to perform the case). This was the third lap chole case of the day and the same thing occurred on the second case. The surgery center didn't save that trocar, but used a second 11x100mm bladed trocar to complete the case. It took additional time to complete both cases."

Manufacturer narrative:
Awaiting return of product for engineering evaluation. Follow up will be sent with additional information.